Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator compressor was not working. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4). A non covidien service provider (sp) inspected the device and found the compressor was not switched on. The sp checked the connection and found the main cable was not connected. The sp reconnected the cable and stated that the ventilator is working as intended. Covidien was not authorized to repair the device.

Event description:
It was reported that during setup the e360 ventilator compressor was not working. There was no patient involvement.